Manufacturer narrative:
A co svc rep checked system; unable to duplicate performance problem reported. System met specs. Customer stated questionnaire has been completed, but it has not been returned to date.

Event description:
Reporter noted posterior capsule tear had occurred (cause was not indicated) during procedure; vitrectomy pump did not work when needed. Changed systems to complete case.